Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting correctly and no blockages in the irrigation conducts were found, however, during the cool flow pump test high-pressure values were observed due to the irrigation tube being bent in the shaft area. It was determined that the irrigation failure found during this investigation is unrelated to the event described by the customer. No other malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30681509l, and no internal action was found during the review. The root cause of the adverse event remains unknown, some issues regarding the product were found during this investigation but based on the event information they were unrelated to the event described. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 77-year-old male patient (96 kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a duo-decapolar electrophysiology catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. During an afib case and watchman device implant, a cardiac tamponade was noticed. The patient had a drop in blood pressure which caused them to check for issues using ultrasound. The cardiac tamponade was confirmed by intracardiac echo (ice). The medical intervention provided was a pericardiocentesis and 1400cc¿s of fluid was removed. The patient was reported to be in stable condition. No steam pops occurred before the cardiac tamponade was discovered and there was no other indication of any issues. The physician reported to have thought that the cs catheter may have caused a perforation, but this could not be confirmed. The patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event in the ICU stay for monitoring. The generator used was a smartablate. An irrigated catheter was used in the event and the flow setting was 15 ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag module parameters for stability were stability @ 3mm, time @ 5seconds with no additional filter and color options used prospectively was time. Duodecapolar catheter, not webster cs. Product not available for return/analysis as physician stated it was caused by manipulation of catheter, not product failure. Based on the available information the ablation catheter and cs catheter will be reportable. Should more information become available, it will be reviewed and processed accordingly. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. This report is for the thermocool® smart touch® sf uni-directional navigation catheter. The report for the duo-decapolar electrophysiology catheter was submitted in manufacturer report number 2029046-2022-01285.